Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site as the ipg was sticking out. There was no skin breakage noted. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.